Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was sleeping and woke up with to a beeping sound on his phone. The patient¿s cgm was 78 mg/dl, and the bg meter reading was 45 mg/dl. At some point, the patient lost consciousness. A family member of the patient treated him with a glucagon injection. The patient recovered at home and was not taken to the ER. No other patient or event details were available. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.